Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that when registering with a flat emitter, the suction instruments were going deeper than they should. When they tried the curved suction, it showed even deeper. Troubleshooting steps were performed. Three different registration probes were tested and the anatomical points were off by 1-2mm. The site also tried two different sets of ear, nose& throat (ent) instruments and they were also inaccurate. Lastly, flat and side emitters were tried and they were also inaccurate. There was no patient present.

Manufacturer narrative:
Concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: 9736355, software version: 2.0.2. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. The navigation system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. In the logs, four sessions were captured on the date of the issue. Three of the sessions indicated multiple registration attempts from the site and the registrations were successful in passing the error metric. The archives consisted of a demo CT scan and 151 slices. The site did multiple passing registrations by collecting a good amount of trace points with a green and yellow zone of accuracy. The registration pattern looked good with a few points sunken into the skin, suggesting a lighter touch while collecting trace points. H6: b01, c19 and d15 apply to the system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.